Event description:
It was reported that during an unk procedure, the device and/or clips were unable to close. It was not noted how the case was completed. Pt consequence unk.

Manufacturer narrative:
02/19/2008. Info anticipated, but unavailable at this time.